Event description:
The stapler was used to perform a colorectal anastomosis. The ppceea stapler fired the staples, however, the lumen was not cut and the stapler could not be removed. In order to improve the situation, a purstring clamp was used distal of the anastomosis. The ppceea 34 stapler only cut partly. The remaining tissue had to be transected with a rectoscopy. Procedure: anterior respection.